Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke; however, this event was not noticed to have occured during surgery. The sales representative alleges that the event likely occured in sterile processing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tasp bottom identified that a piece of the post had fractured off. The fractured piece was not returned. Review of the device history records and receiving inspection reports for this lot identified no deviations or anomalies. This device is used for treatment. A CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp in this complaint were manufactured before the design modification. The root cause is considered to be a previously addressed design issue.